Event description:
It was reported the patient presented in clinic after experiencing inappropriate atp due to oversensing. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Correction: a partial lead was returned for analysis. External insulation abrasion was noted at 36.9-37.0cm from the distal end, consistent with friction to the can. The etfe was intact at this location. External insulation abrasion noted at 16.1-17.4cm 19.2-19.3cm from the distal end. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.9-8.6cm from the distal end. The etfe coating was abraded and the inner coil was exposed at this location. Internal insulation abrasion under the rv shock coil was noted at 6.3-6.4cm from the distal tip. The etfe coating was intact and the inner coil was exposed at this location. Internal insulation abrasion under the rv shock coil was noted at 5.5-9.1cm and 6.0-6.2cm from the distal end. The etfe coating was abraded and the inner coil was exposed at these locations. These internal insulation abrasions were consistent with the reported noise.

Manufacturer narrative:
External insulation abrasion was noted at 36.9-37.0cm, 19.2- 19.3cm, and 16.1-17.4cm from the distal end. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.9-8.6cm from the distal end . The etfe coating was abraded at the same location. Internal insulation abrasion under the rv shock coil was noted at 6.3-6.4cm from the distal tip. The etfe coating was intact at the same location. Internal insulation abrasion under the rv shock coil w as noted 5.5-9.1cm and 6.0-6.2cm from the distal end. The etfe coating was abraded at these locations. This is consistent with the field complaint.